Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the insertion of an arrow/teleflex epidural catheter, the tuohy needle from the kit bent. It was impossible to advance the catheter through it, so another kit with the same batch number was opened to try a second time. The same issue occurred, but the procedure was able to proceed as the catheter was successfully advanced." Additional information received on april 29, 2026, indicated that "no patient's consequences related to the event."